Manufacturer narrative:
Date of birth: neonatal. Event date: this event occurred during the unspecified date of june 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of an unspecified quantity of a non-dehp micro-volume extension sets leaked. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.